Manufacturer narrative:
Manufacturing date was unavailable at the time of filing. Onsite functional and visual examination was performed by a manufacturer representative. The camera was replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition. The camera was returned to the manufacturer. Functional testing, as well as a physical and visual examination found that the component was not performing within specifications.

Event description:
Medtronic received information regarding a navigation device being used for a cranial resection procedure. The issue occurred intraoperatively during the navigate task and delayed the surgery by less than one hour. It was reported that the camera was good for about an hour in the case then the camera orange light flickered and displayed solid orange. The manufacturer representative checked the "ndi toolbox" and it indicated the illuminator hardware had a fault and to return to service. The surgery was completed without navigation and there was no impact on patient outcome.

Manufacturer narrative:
Additional information: attached with this submission is a copy of the response letter sent to the FDA on 11-jan-2019 with regards to a FDA request for additional information that provides additional information and findings related to this MDR. If information is provided in the future, a supplemental report will be issued.